Manufacturer narrative:
The evaluation of the returned device confirmed the presence of pump thrombosis. Upon disassembly of the device, a thrombus formation was found surrounding the inlet bearing cup, obstructing approximately 10-20 percent of the blood flow path. The thrombus ring appeared to have formed in laminated layers, indicating that it developed on the inlet bearings over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase levels. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level of 831 u/l, and the lvad clinicians were concerned for device thrombus. The patient had prior ldh levels of 562 u/l on (B)(6) 2017, 400 u/l on (B)(6) 2017, 291 u/l on (B)(6) 2017 and 395 u/l on (B)(6) 2017. There were no reported alarms or elevations in pump powers or flow estimation. It was reported that the definitive cause of the elevated ldh level was not determined. Aortic insufficiency was discussed as a possible contributing factor. The patient was placed on bivalirudin; however, the ldh level remained in the mid-900 u/l range. Plasma free hemoglobin was 36.4 mg/dl. The patient was also placed on milrinone. It was reported that the patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.